Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, the 8mm medium-large clip applier instrument does not clip. The customer found that the tip is bent. The user was completing the procedure as planned with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.